Event description:
It was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer addressed the bg with a correction bolus via pump.